Manufacturer narrative:
Product analysis #(B)(4):brief description of complaint: the surgeon reported excess gunking on the device tip. The device was cleaned and the issue recurred about 40 minutes later. While cleaning the device, the surgeon reported flaking from the device tip. Nothing fell into to the patient investigation conclusion: the reported issue was confirmed. The device was returned with coagulum buildup on the electrode. One side of the device electrode has peeled and flaked insulation. However, it cannot be determined what caused the damage to the electrode insulation. If information is provided in the future, a supplemental report will be issued.

Event description:
About 15 minutes into a breast oncology case, while cleaning the plasmablade device, the surgeon reported flaking from the device tip. Nothing fell into the patient.